Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believes they are using a lot of insulin. Reportedly, the customer does not know how much the cartridge was filled with and fills cartridges with a different amount every time. Customer reported blood glucose (bg) level was in the 400s (mg/dl). A correction bolus was administered. After reloading the cartridge the fill estimate was accurate.